Manufacturer narrative:
The insulin pump was received with unresponsive keypad during testing due to unlocked lcd keypad connector. Did not find corrosion or water damage on the keypad traces noted. No cosmetic or physical damage noted.

Event description:
It was reported the buttons on the insulin pump were unresponsive. Customer's blood glucose was 120 mg/dl. No further information reported.